Manufacturer narrative:
The mobile view station (mvs) power cord was returned to the manufacturer for analysis. Analysis found that power cord is cut, unable to be tested. Physically damaged b01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000533, serial/lot #: (B)(6) rev. 1, product ID: bi71000533 and UDI#: (B)(4) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced mobile view station (mvs) cable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000533. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) cable had gone under the wheel of the mobile view station (mvs) and was damaged as a result. Bare copper wire was exposed on the phase line. As a case was scheduled to begin in 50 mins, and they had to make the cable safe. The existing cable was cut inside the mobile view station (mvs) cabinet and splice another cable on to the existing cable which was connected to the line filter. As a troubleshooting step representative replaced whole cable with a new mdt cable and probable cause mentioned was accidental damage due to cable going under wheel arch. No patient was present at the time of event.